Manufacturer narrative:
(B)(4). Evaluation summary: the analysis results found that the device was rec'd with the firing mechanism damaged and with a reload cartridge present in the device. The cartridge was rec'd partially fired and with the notches damaged. The device was disassembled to verify the condition of the internal components; the knife and the left wedge band were found bent. No functional test was performed due to the condition of the device. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B)(4). In addition it should be noted that if the reloading instructions are not followed and the cartridge is loaded improperly into the channel of the device, the cartridge and device could become damaged. As the instructions for use state: "insert the new reload by sliding it against the bottom of the cartridge jaw until it stops in the reload alignment slot. Snap the reload securely in place." The manufacturing records were reviewed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an open gastric bypass the device was used with a blue reload and the device locked up and jammed, they used a second device to complete the case. There was no pt consequence reported.